Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. It was reported that moisture ingress was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The device was returned to the manufacturer and product investigation completed on 16-jul-2018. The investigation confirmed the claim of moisture ingress into the battery compartment due to a crack in the battery compartment. The display screen was confirmed to be blank when the pump powered on due to additional moisture damage inside the pump affecting the printed circuit board.